Event description:
It was reported to philips that the system displayed a blue screen at startup due to a suspected bad os disk on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the system disk in the host pc and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).